Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. The service engineer (se) inspected the device. The se replaced the air flow sensor and the ventilator passed all testing.

Event description:
It was reported that the ventilator flow sensor was out of specification. No patient involvement. Event date not specified, estimate used.